Event description:
A customer reported that the solar monitor did not alarm for a pt in vtach. The pt subsequently expired. Initial investigation reveals that a vtach alarm condition was detected by the device, but the alarms were paused by the user and were not annunciated. A vfib/vtach alarm was annunciated 2 minutes later. The strips reveal that the ECG amplitude was below the amplitude specification for the system. The available data does not indicate a malfunction of the ge device. However, investigation into the reported issue is ongoing. A f/u report will be submitted when the final investigation results are available.